Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow-up. Upon interrogation the pulse generator exhibited a diagnostics anomaly. Magnet rate was obtained. The device was explanted due to a normal elective replacement indicator on (B)(6) 2014.